Event description:
The tip of the device broke off. The equipment was removed to be cleaned, and be sent for evaluation.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.